Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering half of the balloon. The extension and pressure tubing was also returned. The inner lumen within the membrane was found to be stretched along its length. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extension and pressure tubing was performed and four leaks were detected on the membrane approximately 2 cm and (3) 2.3 cm from the rear seal measuring (3) 0.013 cm and 0.076 cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetrations found on the membrane appear to have been caused by a sharp object. It is difficult to determine how or when the penetrations occurred due to the returned condition of the device. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The evaluation confirmed the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
An internal review of intra-aortic balloon (iab) pump complaints has determined that the following adverse event reported on MDR 2249723-2017-00002 also involved the iab catheter in this event which was not previously reported on MDR. As a result, this case is being reopened and reported now. There was a reported death that was not attributed to the device. During routine hourly monitoring, blood was discovered in the gas line and that the balloon was removed and placed in a biohazard bag. The patient expired the day of the event on (B)(6) 2017.